Manufacturer narrative:
This report is submitted on july 8, 2021.

Manufacturer narrative:
This report is submitted on may 11, 2021.

Event description:
Per the audiologist, the patient experienced a wound dehiscence and drainage at the incision site, and subsequently was treated with antibiotics (date and duration not reported). The implanted device remains.

Manufacturer narrative:
The device was explanted on (B)(6) 2021 under general anaesthetic. This report is submitted on june 02, 2021.